Event description:
The complainant reported that a fifty seven year old male patient with a medical history of coronary artery disease received an impella 5.5 device electively for high risk cardiac surgery involving mitral and tricuspid valve procedures. The surgery was successfully completed under impella 5.5 support, and the patient was transferred to the surgical intensive care unit on impella support for postoperative management. Following surgery, the patient received intravenous medications to support heart muscle contraction and mechanical ventilation as part of routine postoperative care. On the fifteenth day of impella support, the bedside nurse reported that an ¿unknown position¿ alarm occurred whenever the patient moved his arms, although impella flow remained stable at approximately 2.1 liters per minute at performance level three, with a mean arterial pressure of sixty-four millimeters of mercury. A stat echocardiogram was recommended to verify device position. The nurse later reported an impella depth measurement of seven centimeters. The medical team was advised to notify the physician for possible repositioning. According to the bedside nurse, the physician reviewed the images and clinical information and elected not to reposition the device as long as the patient remained clinically stable, with plans to reassess during rounds the following day. The patient remained stable on impella support for up to twenty-five days following insertion. No additional clinical updates were available in the record thereafter. Position unknown alarm, no patient consequence

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.